Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. No another complaint was received to this lot and this type of issue. In packaging lot#3g00452, catheters from lot#3f04491 were used. The catheters were produced on machine a097 in (B)(6) 2023. No nonconformance was recorded during the production process. No discrepancies were found during production and packaging process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user states he has been treated for multiple utis while using this product, more so this year. He states he "has been cathing for 3 years and states for the most of those years has been using the gc glide. He is not claiming any defects or abnormalities with the product. He caths due to retention as his bladder does not empty and caths 4- 5 x a day." He states "he has been in the ER many times this year with heart concerns and had a heart attack about 2-3 months ago. He states that every time he goes into the ER they take a urine sample and put him on antibiotics for a uti and his concern is they always call him 2-3 days later and switch him to a "stronger antibiotic" and he is so concerned he has been on all these antibiotic regimens for utis. He said he has been treated already with antibiotics for a uti "about 6-8 times this year" nearly each time he goes to the ER. He said for the majority of these times he is asymptomatic of any uti symptoms. He said it is confusing as most recently last monday/tuesday he said he went to the urologist for a regular follow up visit where they took a urine sample and said he was ok/ uti free but then last thursday at an ER visit for his heart, was placed on antibiotics for a uti. He did say though at that most recent ER visit he was having some uti symptoms - he had some mild burning and cloudy, dark colored urine output which he thought it looked like old blood, too though. He said these similar utis symptoms have happened in the remote past when he has had utis before while cathing. His urologist has explained to him that infections are "something that occurs when you do this (cic). He said he follows all ifus. He caths with his wife's help. They both wash their hands, he washes his meatus with soap and water and dries it with a paper towel, he preps the catheter properly and use the no touch sleeve. The wife puts on gloves and helps place the catheter in for him about halfway through and then he can take over from there always using the no touch sleeve. He is often constipated he said as well as I explained the connection between that and utis." It was discussed with him he should follow up with his urologist regarding his concern for recurrent infections found in ER and recurrent treatments with multiple antibiotics. This emdr covers the unknown number of catheters associated with the utis.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005778470.